Manufacturer narrative:
Na

Event description:
A nurse was performing a 200j routine shift check, and rec'd an unintended delivery of energy. The nurse indicated that she used her index finger to discharge the unit and her thumbs were resting on the paddles. She felt the energy move up her left arm, across her neck and down her right arm. The shock "jolted" her arms back and she could smell flesh burning. The nurse was examined and she had a first degree burn on her right thumb. The burn was not treated and by the second day, the reddening was gone. The nurse indicated that she felt "weird and nauseous". An ER physician performed an EKG, and the results were fine. The nurse was sent home for the day and she experienced no further symptoms from the incident. After the nurse rec'd the delivery of energy, a second nurse turned the unit's energy setting to 0j and unplugged the unit. The second nurse noticed that the right paddle was not securely placed in the paddle well. It was up and out from the paddle well. There was no adverse effect on the nurse. The facility has attributed the event to user error. The operator's manual contains detailed instructions on performing the 200j self test. It indicates that users should use thier thumbs to discharge the unit. Reference page 40 from the manual.